Event description:
A pharmacist called on behalf of the customer. She stated that the customer's glucose was tested using his contour meter, and the reading was 142 mg/dl. She said the customer was symptomatic for low glucose so his glucose was retested using another meter. The other meter read 18 and 22 mg/dl. The customer was given juice to raise his blood glucose levels. On another occasion, the customer's contour read 400 mg/dl, while another meter read 40 mg/dl. The difference between both sets of readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer's test strips are to be returned for eval. Replacement test strips were sent to the customer.